Event description:
The facility reports incident of a cracked luer connector found approx 30 minutes into hemodialysis treatment. Ebl=900cc. Staff report no problems during connection of the fistula needle at initiation of treatment. Treatment was terminated after event and pt transported to hosp. No medical treatment was administered as pt hct=34.8. No pt injury is reported and pt has since returned to regular outpatient hemodialysis treatments.